Manufacturer narrative:
This supplemental report is being submitted to provide a correction to date rec¿d by MFR. The investigation is ongoing. A supplemental report will be submitted to provide the findings of the investigation and/or any additional information received regarding the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out of d8. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific cause of the phenomenon could not be identified. The event can be detected by following the instructions for use which state: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
Olympus received the following from the FDA via (B)(4): the customer reported, during an ercp, the monitor and tower flashed an error code stating "unsupported scope." The customer contacted olympus to perform troubleshooting but it was unsuccessful. The intended procedure was cancelled. No additional information available since the customer did not share any contact information. The reported event includes 3 reports associated with (B)(4): (B)(6) (cv-190). (B)(6) (clv-190). (B)(6) (tjf-q190v). This report is 3 of 3.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.